Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack because of no screw thread in battery compartment. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.